Event description:
It was reported that this right atrial (ra) lead was explanted due to lead body damage. Another lead was successfully implanted. No additional adverse patient effects were reported.